Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, serial #(B)(4), serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 200cc saline prostheses was performed on (B)(6) 2017.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. The product evaluation team observed a crease on the anterior and posterior aspect, a rent measuring 0.3 cm was also observed on the anterior aspect within crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. No other anomalies were discovered. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/05/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. On 04/11/18, it was reported to mentor that the device history record (DHR) of lot number 5718213 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).